Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2024. Event occurred within three hours of insertion. Insertion site was at abdomen. Highest blood glucose levels reported were 400 mg/dl during the event. Patient took correction bolus via pump to address high blood glucose. No further information available.